Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial # unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that there was a 376 ins recharger (insr) code indicating antenna temperature failure. They stated the insr antenna would intermittently become warm. A replacement antenna was sent. The patient stated the ins was depleted and there was no stimulation. This was noted to be sudden. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.